Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that since date of implant her ins had needed to charge every 10-20 hours. Patient stated she met with her rep on february 25th and he changed her programming from a to c. Patient stated her ins battery was not depleting as quickly as now. No further complications were reported/anticipated.